Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing. The noise was able to be reproduced with isometrics. Subsequently, the patient underwent a revision procedure and the associated right ventricular (rv) lead was surgically capped and abandoned and the ICD was explanted. No adverse patient effects were reported.